Event description:
Stapler didn't fire all the way through, then seemed to get stuck coming back.....entero-ileostomy was tested for leaks with air, saline, and methelyne blue treated saline and over-sewn with 2-0 silk suture.